Event description:
The event involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer where it was reported there was a crack and leak at hub when infusion therapy was started. Registered nurse (rn) stated they were cautious not to overtighten. Loss of dose of lipids to patient. There was patient involvement, but no harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received one (1) used. List #144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer for inspection. A crack was found on the female luer. The set was leak tested per product specifications. The reported complaint of leaking can be confirmed due to the crack on the female luer. The probable cause of the crack is due to a material issue on a vendor supplied part. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.